Manufacturer narrative:
It was reported that the controller ac adapter was no longer providing power to a controller and the cable was damaged. The controller ac adapter (cac103447) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing and failed visual inspection due to a tear on the output cable. The reported controller ac adapter with no power could not be confirmed as the device adequately provided power to a controller. The most likely root cause of the reported damaged cable can be attributed to a tear on the output cable due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) equipment coordinator that the patient called the vad office to report that their alternating current (ac) adapter was not working or providing power to their controller, resulting in user annoyance. The patient denied any damage to the adapter, but did note that the cable integrity was disrupted. The non-functioning adapter did not result in any alarms or pump off time. The site will replace the ac adapter at the patient's next clinic visit, since the patient's back up adapter was working as intended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the controller ac adapter was no longer providing power to a controller. The controller ac adapter was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. The device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable, possibly due to wear on the strain relief. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.